Event description:
On january 25, 2020, the lay user/patient contacted lifescan (lfs) USA, alleging his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient refused to provide additional information during attempted follow-up on the patient reported that the alleged issue began at an unknown time on (B)(6) 2020. The patient claimed obtaining a blood glucose reading of ¿447 mg/dl¿ with the subject device which he felt was high compared to his feelings and /or normal readings. The patient manages his diabetes with insulin (type not specified) and he advised that in response to the alleged high reading obtained on the subject device, he administered 50 units of insulin. The patient was unable/unwilling to confirm if he developed symptoms as a result of the alleged issue but indicated that at an unknown time on (B)(6) 2020, he was hospitalized. The patient advised that he received treatment from a healthcare professional (hcp); however, he was unable/unwilling to confirm what the treatment was. The patient advised that his blood glucose was tested on the hospital device and claimed that results of ¿76, 160 and 126 mg/dl¿ were obtained; however, it is unknown if these results were obtained before or after treatment being administered. The patient advised during follow-up attempted by the csr on (B)(6) 2020, that he had been discharged from hospital the night before, on (B)(6) 2020. At the time of troubleshooting, the csr was unable to confirm if the unit of measure was set correctly at the time of testing. The csr noted that the patient did not have testing supplies available at the time of the call to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly hospitalized and required hcp treatment after administering 50 units of insulin in response to the alleged inaccurately high blood glucose reading obtained on the subject device. There is insufficient information to rule-out the contribution of the subject device to the event and the requirement for hospitalization/hcp treatment.